Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted as the lot number is unknown. Visual inspection: the sample was returned. The distal end of the balloon was protruding from the distal end of the introducer sheath. The outer catheter was stretched and bunched approximately 10.0cm from the distal tip, likely indicating that there were issues retracting the balloon through the sheath. No other anomalies were observed to the device at this time. Functional/performance evaluation: the patency of the guidewire lumen was tested and passed without issue. The balloon was retracted through the introducer sheath with slight resistance. Upon retracting the balloon, the outer catheter was observed to be stretched and bunched approximately 10.0cm from the distal tip, likely indicating that the user had issues retracting the balloon through the sheath. The distal end of the balloon was slightly bunched. The inflation hub was connected to an inflation device and an attempt was made to inflate the balloon with water. The balloon was inflated to rbp (30atm) without issue. The same test was performed twice more, yielding the same results. Medical records & images/photos review: no medical records or images/photos were provided for review. Conclusion: the device was returned within an 8fr introducer sheath. The investigation is unconfirmed for deflation issues, as the balloon was able to be inflated and deflated without issue during laboratory testing. The investigation is confirmed for retraction problems, as physical evidence of retraction issues were present (introducer sheath tip flared). The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: specific warnings, precautions and directions for use of the conquest 40 pta dilatation catheter are included in the current instructions for use (IFU). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a pta balloon allegedly would not deflate and therefore was difficult to retract through the sheath. There was no patient injury reported. Another balloon was not used to complete the procedure. No further treatment was required.